Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) distal conductor fractured and distorted and blood/body fluid (not obstructed), outer tubing overlay cosmetic esc and breached cut, outer insulation breached cut, exposed defib coil white substance, outer insulation cosmetic depression, blood in/on helix/lobe mechanism. Full lead returned and analyzed.

Event description:
The lead was returned to the manufacturer, analyzed, and subsequently tested out of specification. It had been reported the patient died suddenly approximately four years after implant and the death was not device related. Had one ventricular fibrillation episode that was appropriately terminated. Further reported "device data shows normal function." Follow up revealed cause of death was coronary artery atherosclerosis. Conditions contributing to death were diabetes and hypertension. Manner of death was natural. Reported the device functioned as it should and the doctor stated the leads were properly placed.